Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 20ga 1.16in investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 20ga 1.16in experienced a needle that was partially retracted. The following information was provided by the initial reporter: rn opened IV catheter package to start IV, needle partially retracted into safeguard, the part of the needle that was not retracted was bent outside of safeguard.